Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the insulin pump alarmed. The reported blood glucose reading was 417 mg/dl. It was also reported that there was condensation beneath the display. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the liquid crystal display and mother boards.